Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an post auricular abscess. In (B)(6) 2016, the recipient was hospitalized. The recipient underwent an abscess drainage procedure with placement of tympanostomy tube. The recipient was prescribed with antibiotics (types unknown). Device testing revealed results within normal limits. The recipient has healed.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient is wearing the device. The recipient will be followed per center's protocol. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Corrected information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.